Manufacturer narrative:
The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
The customer complaint of spin collar breakage was confirmed per picture received by customer. The breakage was observed from the collar on the male luer. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the spin collar of an IV tubing set cracked and broke while mating to the patient's IV access device. There was no leakage or patient harm.